Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. However, the millipore filter was observed to be cracked/broken causing a leak during under water pressure testing at 8 psi. A batch review could not be performed as the lot number is unknown. However, an assignable root cause could not be determined.

Event description:
The customer reported to corporate product surveillance that the filter came apart on an interlink extension set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.